Event description:
Per the clinic, the patient experienced magnet dislodgement and pain following an MRI (1.5 tesla) in (B)(6) 2021. The patient's head was wrapped as recommended by cochlear. Subsequently, the patient experienced a decrease in speech performance in (B)(6) 2021. Reprogramming attempts were made. However, the issue could not be resolved. The patient underwent a revision surgery on (B)(6) 2023, in order to replace the implant magnet.

Manufacturer narrative:
This report is submitted on (B)(6) 2023.